Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text: device disposition unknown.

Event description:
As reported from feedback on 5 surgical cases with use of the dip implant version. "Surgeon reported an approximate bone consolidation rate of 50% only and consequently ranked this as ¿lower than expected¿ (not further specified). One of the queried adverse event types (non-union, asymptomatic) was observed at a ¿more than expected¿ rate; in addition, one or more of the observed adverse events, as well as one or more of the performed revision or implant removal surgeries were directly related to the smart toe ii implants, whereas not all of these events were reported to stryker on an individual, case-by-case basis (patient level).".